Event description:
Reporter indicated that shortly after implantation the patient was experiencing a redness around the generator incision site. It was stated that the implanting surgeon prescribed septra for the issue, leading the manufacturer to believe that the redness is likely due to an infection. All attempts for further information have been unsuccessful to date, thus the relationship between vns therapy and the infections cannot be concluded. Device history records were reviewed, confirming that the product was properly sterilized prior to distribution.